Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had always had spinal issues which was why they had the stimulator. For the last year or more they had been getting shocks that felt almost like an electrical like electrocution type shock in the back of their neck and the top of their head and now they were moving into their face. Patient noted they always got a few shocks around their abdomen and hips. Patient assumed that was the battery or something like that but they hadn't even charged the battery in probably 1.5 years so the stimualtor was not on. The shocking had only been like that for the last couple years. The patient was redirected to their healthcare provider to further address the issue. Patient stated since they were first implanted with this device, the replacement did not go very well, and they have had to charge the implant for 6 hours for the implant to go down in 1.5 hours. Patient stated that is the way they needed the settings for the device to work. Patient stated they have not used the stimulator for 1.5 years due to this issue. Patient mentioned they have adhesive arachnoiditis and a fecal issue.